Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed the pulse generator was in backup vvi. The patient was brought into the clinic for further troubleshooting. After device download, normal function resumed.